Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use and has fractured medial side. All pieces were returned. Review of the device history record and receiving inspection report identified no deviations or anomalies. The device has an approximate field life of three years and eight months with an unknown frequency of use. This device is used for treatment. Previous investigation into this issue resulted in corrective and preventive actions, including modifications to ps tasp top components and standard (non-cps) tasp bottom components to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. A notification was sent to the field on august 7, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the tibial articular surface provisional fractured while moving between flexion and extension. No adverse events have been reported as a result of the malfunction.